Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 06/06/2024, it was reported by a facility representative via (B)(4) that an ar-6482 dw remote control has exposed cable wiring. Case/patient involvement not indicated.

Manufacturer narrative:
Additional information: g3, h3, h6 based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause of the reported failure is wear and tear. Due to continuous mechanical forces applied to it, the device will inevitably sustain damage over time. The manufacturing date is 2021.